Event description:
It was observed during the device evaluation, the endoscope reprocessor exhibited a 3-port valve failure. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and the 3 port valve did not open or close when being told to on the maintenance tool. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.